Manufacturer narrative:
The device was assembled incorrectly during the manufacturing process. Corrective actions have been successfully completed and verified.

Manufacturer narrative:
The device has been returned to the manufacturer. Investigation is in progress.

Event description:
A bolt broke during shipment of the device to the contract labeler. This report concerns device 2 of 2.